Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded oversensing of noise signals in the presenting electrogram (egm). The stored egms show false detection of ventricular tachycardia (vt) and ventricular fibrillation (vf) due to oversensed signals, which resulted in inappropriate anti-tachycardia pacing (atp) delivered. The crt-d remains in service. No additional adverse patient effects were reported.